Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, on (B)(6) 2023, a laparotomy was performed for volvulus, and the device was used to perform the anastomosis, which was manually reinforced by the surgeon. On (B)(6) 2023, the patient was subsequently admitted to the emergency room for revision due to rupture of the anastomosis. It was noted that the staples were deployed, but the staples do not hold the tissue tightly, and the staple line opened up. An anastomosis revision procedure was performed.